Event description:
During the index procedure the pt had a 3.0 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. A coronary artery dissection is reported to have occurred during the procedure. A second 3.0 mm x 12 mm endeavor sprint stent was implanted, overlapping the previously placed study stent. The investigator assessed that there was no relationship between the event and the study device or the study drug. The pt recovered with treatment and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: dissection.